Event description:
After an implantation period of approx. 16 days, low sensing values were reported via home monitoring. The lead was reportedly repositioned successfully on (B)(6) 2016. The lead is still active and implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated a decrease of the sensing amplitude from approximately 10 mv down to approximately 2 mv in (B)(6) 2016. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.